Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the camera that is cutting out during surgery. There was full loss of image and this caused a 5 minute delay. A new device was used to complete the medical procedure.